Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with an subcutaneous implantable cardioverter defibrillator (s-ICD) was undergoing a revision to remove the electrode due to an infection. The model/serial information was not provided. The s-ICD was to remain implanted. A new electrode would then be implanted a few days later. No additional adverse patient effects were reported. Additional information that the electrode was not explanted and there was no infection. The reason for the procedure conducted on (B)(6) 2016 was that the patient required bradycardia therapy. Due to their condition, epicardial leads were implanted. The electrode was only temporary moved from the implant site so that the epicardial leads could be placed without damaging the electrode. The electrode was then placed back into the original implant position and reconnected back to the s-ICD. The procedure was successfully completed without complications. No additional adverse patient effects were reported. The s-ICD system remains implanted and in service.

Manufacturer narrative:
(B)(4); attempts to obtain additional information have not been successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with an subcutaneous implantable cardioverter defibrillator (s-ICD) was undergoing a revision to remove the electrode due to an infection. The model/serial and patient information was not provided. The s-ICD was to remain implanted. A new electrode would then be implanted a few days later. No additional adverse patient effects were reported.